Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing discomfort. Upon review, it was noted that the lead exhibited failure to capture and phrenic nerve stimulation. Diagnostic imaging was performed and revealed a micro perforation. The lead was explanted and replaced. The patient was in stable condition.